Manufacturer narrative:
(B)(4). Evaluation results: based on the information provided no root cause can be determined. Arrhythmia. Conclusion: no conclusion can be drawn. Based on the information provided no root cause can be determined.

Event description:
Two endeavor rx drug eluting stents were implanted during index procedure; one stent diameter 2.5mm length 24mm was deployed in the proximal lad and the other stent diameter 3mm length 18mm was deployed to the mid lad overlapping the first stent. The operation resulted in 0% stenosis. Two days post index procedure the patient was under medical treatment to control cardiac failure and ventricular tachycardia (vt). Three days later ventricular tachycardia and cardiac arrest were confirmed. Tracheal cannulation and cardiac massage were performed. Physician speculated that the root cause of vt might be electrical storm by reperfusion injury. The patient's family declined further aggressive medical treatment and the patient died the following day from ventricular fibrillation. Reference MDR report number 96412164-2011-00172.